Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was reading 60 mg/dl and the insulin pump alarmed for threshold suspend but her blood glucose value was 112 mg/dl. Customer was advised that she needs to select suspend or restart basal whenever getting the alarm. Customer stated that her blood glucose has been 115, 104 and 107 mg/dl. The customer was advised about the calibration process. The current sensor reading was 67 mg/dl. Customer was advised to let the sensor continue to sense and check later to verify it has come closer to the blood glucose value.